Event description:
On (B)(6) 2016 the reporter contacted lifescan (B)(4) alleging the meter had a casing issue. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The serial number of the subject device ((B)(4)) which was provided on the initial 3500a report was incorrect. The device associated with this complaint has the serial number (B)(4).